Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was tightly folded. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination found a complete hypotube break at 47.5 cm distal from the distal end of the strain relief. Multiple kinks were also noted along several locations of the hypotube shaft. A visual and tactile examination found that there were no issues with the extrusion shaft. No other issues were identified with the returned device during the product analysis.

Event description:
It was reported that the device was fractured. A 10/2.75 flextome cutting balloon was selected for use. During unpacking, it was noted that the device was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the device was fractured. A 10/2.75 flextome cutting balloon was selected for use. During unpacking, it was noted that the device was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.